Event description:
It was reported by the affiliate that the (1) atb35 was used during a laparoscopic gastrectomy procedure. It was reported that the jaws would not open. The jaws were finally opened manually. The case was completed with a new instrument. There was no consequence to the pt.